Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
All 8 handles have to be replaced. Surgeon continues to complain of connection point to the hudson adapter in the stryker tray. There is wear and tear at the connection point. No reported patient consequences or surgical delays.